Event description:
Product analysis was completed on the returned serial cable. The analysis found the cause of the reported mechanical problem was associated with a disconnected wire. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported the physician's serial cable was causing the "failure to open port" error code. The company representative replaced the complaint serial cable with a new serial cable which resolved the issue. The complaint serial cable was received by the manufacturer. Product analysis is expected but has not been completed to date.